Event description:
The reporter stated that the surgeon was inserting a competitors lens using a mtc-60cfp cartridge and the lens haptic tore, a backup lens was implanted. The reporter stated that it was due to the cartridge & a loading error.

Manufacturer narrative:
Performed a cartridge lot number search for similar complaints within the search and there were two similar complaints found.